Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump casing was found to be cracked in two places on the battery compartment. The reporter confirmed that there was no evidence of moisture or corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/05/2014 device evaluation: the device has been returned and evaluated by product analysis on 01/21/2014 with the following findings:the battery compartment was observed to be cracked at the top of the battery compartment. Unrealted to the complaint, the display screen was found to be faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.